Event description:
It was reported that the patient underwent hernia repair on 04/17/2015 and absorbable straps were used to secure the mesh. The white tip on the end fell off when the device was removed from the package and fell into the patient¿s abdomen. It was reported that the white tip was retrieved and the procedure was completed with a like device. There were no adverse patient consequences reported.

Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.